Event description:
Following a diagnostic procedure, the physician achieved arteriotomy closure using the closer s tsl 6 fr. Device in 2001. The perclose procedure was successful, without incident. The patient was discharged without problems. The patient returned 10 days later with a left groin infection. The patient was then sent to surgery and received a vein patch and plastic surgery for repair. As of 3rd day post op, the patient was out of ICU but remained hospitalized for a few days.